Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of low blood glucose levels of 27 mg/dl and high blood glucose levels of 312 mg/dl. The customer was treated high's with a bolus on her pump. Customer's blood glucose value was 56 and 173 mg/dl. Customer stated that the drive support cap was normal. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.